Manufacturer narrative:
Unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and delivery accuracy test. The stop (idle) current and run current measurement tests are within specification. Unit also passed self test, off no power alarm test and unexpected restart error test. No prime anomaly, rewind anomaly or unexpected low battery alarm noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had rewind anomaly. The customer¿s blood glucose level was unknown at time of incident. The customer reported that the battery was died and changed it and it would not let it go. It was reported that the customer was hospitalized for urinary tract infection, high blood glucose due to infection. The customer was unable to rewind insulin pump and was stuck in the loop. The customer was advised that the insulin pump was oow and will need to be replaced. The insulin pump will be returned for analysis.